Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b - if explanted, give date: not applicable, as there was no patient contact with the product. Section e1 - telephone number: unknown, as information was requested but not provided. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was defective. Through follow up we learned that the lens was marked on the optic. Account indicated that the iol did not come into contact with the patient's eye because the surgeon felt that the injector was particularly stiff so he did not inject the lens. No additional information was received.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received at the manufacturing site; however, photographs were provided and evaluated. The first photograph displays the suspect lens on a digital screen; the lens can be observed to be damaged. The second photograph shows the same lens on a white background; the same damage can be observed. Due to no product being received, no further evaluation could be performed, and no further issues were identified. The complaint issue of cosmetic issues was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue of difficult to use was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.